Event description:
The manufacturer received information that a patient with a dreamstation auto bipap device has passed away. There was no allegation that the device contributed to the death. The user's daughter mentioned she is filing a registration for the settlement since she received a letter about it. The device has been returned to a third-party service center for investigation. During the evaluation of the device, the third-party service center visually inspected the device and found damaged buttons on the upper enclosure, missing anti-slip rubbers in the bottom enclosure, and damaged upper enclosure. In addition, there was error code 53 (err_comp_log_sem_ timeout) present due to a failed pca component. There was no evidence of foam particles or degradation. The device was repaired and passed all testing. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.